Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument was not communicating with the system. There were no missing or fallen pieces reported.

Manufacturer narrative:
Failure analysis investigation was unable to confirm the customer reported failure mode as the instrument passed recognition testing on as in-house system. The instrument was successfully recognized by the system and showed that the instrument had 0 uses remaining. The pogo pins did stick and were not contaminated. Failure analysis investigation also found that one of the instrument's grip open/close cables was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. The edge of the distal pulley had an indentation and visible scratches on the surface. It was concluded that the damage to the pulley was likely due to mishandling and misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.